Event description:
Account alleges the head section of the bed is stuck in the low position. The bed was in the operating room and compromised the surgical procedure due to the inability to raise the head section. No injuries were reported